Event description:
It was reported to boston scientific corporation that an injection gold probe was used during an esophagogastroduodenoscopy (egd) procedure on (B)(6) 2025. During the procedure, the physician tried to use a gold probe to cauterize a bleeder, but it did not work upon pressing the foot pedal to give the gold probe energy. The procedure was completed using another gold probe. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; the tip was cracked. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: imdrf result code c070603 captures the investigation analysis of the tip cracked. Block h11: investigation results- the returned injection gold probe was received for analysis, and it was found during microscope inspection that the distal tip was cracked and had friction marks. In addition, the device did show continuity between the banana plug and the gold band before the cracked section but did not show continuity after the cracked section. The reported event was confirmed. Based on the available information, the investigation findings of distal tip cracked were most likely due to operational factors, the technique used for manipulation, or by the interaction between the injection gold probe and the scope (hitting against a hard surface). This condition could affect the overall performance of the device, leading to failure delivering energy. Once the band is cracked the current cannot pass to the rest of the tip. Therefore, a review and analysis of all available information indicates the most probable cause is adverse event related to procedure.